Event description:
The patient reported that her pump is malfunctioning. The dates are unknown. The product lot number and expiration date are unknown. It is unknown whether the product fault occurred while in use with patient. It is unknown whether it caused or contributed to the patient's injury or clinical injury. The patient was sent another pump which shipped on 07/20/2022. The patient is to send back the old pump. No further information was provided. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by pt/caregiver.